Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports that when attempting a bolus delivery she noticed a partial lcd screen and a line going through screen. Customer's blood glucose was 367 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received missing segments on lcd board due to cracked zebra connector at lcd board. The insulin pump passed displacement, prime/a33 test and excessive no delivery tests. No cosmetic damage noted.